Event description:
It was reported that the pt returned to the doctor approx four weeks after a sling procedure complaining of discomfort at the abdominal incision. Upon examination, the doctor noted pain and collection of fluid at one incision site. The doctor opened up the incision site and drained and packed it. It was cultured and nothing was found growing. The pt was released and returned the next month with the same problem at the other abdominal incision. The doctor drained and packed it and reported that while draining both incision sites, he had noted pieces of the tissue being expelled from the area between the surface of the skin and the rectus fascia. The doctor reported that the pt's condition with incontinence has been corrected and the healing process took approx three months.